Event description:
Resmed airsense 11 user's manual now says that any potable water can be used with their cleanable humidifier hub, but their customer service team first said to only use distilled water. When I pointed out the user guide reference to potable water, they replied to use it only when needed, but it would not be expected to harm me or the machine, just require more cleaning. This inconsistency is potentially dangerous if using potable water (which can contain a lot of minerals and disinfectants) is actually a health or machine degradation problem. If potable water can be used at all times, then they need to make sure their support teams have the correct information. Https://document.resmed.com/documents/products/machine/airsense-11/user-guide/airsense11_user-guide_amer_mul.pdf.